Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
New information notes that the patient received inappropriate atp therapy due to noise. X-ray showed the capped lead was next to the new competitor lead and possibly resulting in the noise. It was also reported that review of the operative report from (B)(6) 2013 revealed that the 1582 lead broke during laser explant procedure and the shocking coil was left in the heart. Further information notes that the physician later used a snare to extract the remaining portion of the lead.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. An additional portion of the lead with only the insulation was returned in four segments for analysis. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed. A stiffness test was unable to be performed due to the condition of the lead as received.

Event description:
It was reported that the patient was previously seen at another clinic where pericardial effusion was noted. The cause of the effusion is not known, but the lead was not suspected as the cause. It was also noted that the patient has a mechanical heart valve. When fluoroscopy was performed for the effusion, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and a portion was returned for analysis.